Manufacturer narrative:
Block e1 initial reporter address: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f08 captures the event of patient transferred to another health care facility. Imdrf impact code f1001 captures the event that the procedure was cancelled. Imdrf impact code f2301 captures the event of soehendra lithotripter was used to attempt to remove the stone from the basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during a retrograde cholangiopancreatography, papillary sphincter balloon dilatation, biliary tract lithotripsy procedure performed on (B)(6) 2025. During procedure, the trapezoid rx was used in an attempt to crush a stone. However, the handle cannula detached during lithotripsy and could not be effectively removed. A soehendra lithotripter was used to attempt to remove the stone from the basket but was unsuccessful. As a result, the basket was left in the biliary tract. The patient was subsequently transferred to (B)(6) hospital, where the basket was removed during an unspecified procedure also performed on (B)(6) 2025. A photo of the device was provided, showing that the handle cannula had detached, the black heat shrink was broken, and the sheath and pull wire was cut. There were no patient complications, and the patient's condition following procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during a retrograde cholangiopancreatography, papillary sphincter balloon dilatation, biliary tract lithotripsy procedure performed on (B)(6) 2025. During procedure, the trapezoid rx was used in an attempt to crush a stone. However, the handle cannula detached during lithotripsy and could not be effectively removed. A soehendra lithotripter was used to attempt to remove the stone from the basket but was unsuccessful. As a result, the basket was left in the biliary tract. The patient was subsequently transferred to west china hospital of sichuan university, where the basket was removed during an unspecified procedure also performed on (B)(6) 2025. A photo of the device was provided, showing that the handle cannula had detached, the black heat shrink was broken, and the sheath and pull wire was cut. There were no patient complications, and the patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block e1 initial reporter address is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f08 captures the event of patient transferred to another health care facility. Imdrf impact code f1001 captures the event that the procedure was cancelled. Imdrf impact code f2301 captures the event of soehendra lithotripter was used to attempt to remove the stone from the basket. Block h11: the device was not returned for analysis. However, the customer provided a picture showing only the device handle; the handle cannula, working length, and sheath were not visible because they had detached. With all the available information, boston scientific concludes that the most probable root cause cannot be established. There is not enough evidence to determine whether the "handle cannula detachment of device or device component" and "basket failure to release stone" was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for these events. For the event hospitalization or prolonged hospitalization, cancelled/ rescheduled post sedation/sedation unknown, and additional device required, it happened during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. On the other hand, it was reported that "the sheath and pull wire was cut" indicating that the customer altered and caused the reported codes of "sheath break" and "device customer altered product". For this reason, these events will be classified as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during a retrograde cholangiopancreatography, papillary sphincter balloon dilatation, biliary tract lithotripsy procedure performed on (B)(6) 2025. During procedure, the trapezoid rx was used in an attempt to crush a stone. However, the handle cannula detached during lithotripsy and could not be effectively removed. A soehendra lithotripter was used to attempt to remove the stone from the basket but was unsuccessful. As a result, the basket was left in the biliary tract. The patient was subsequently transferred to west china hospital of sichuan university, where the basket was removed during an unspecified procedure also performed on (B)(6) 2025. A photo of the device was provided, showing that the handle cannula had detached, the black heat shrink was broken, and the sheath and pull wire was cut. There were no patient complications, and the patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block e1 initial reporter address is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f08 captures the event of patient transferred to another health care facility. Imdrf impact code f1001 captures the event that the procedure was cancelled. Imdrf impact code f2301 captures the event of soehendra lithotripter was used to attempt to remove the stone from the basket. Block h11: the returned trapezoid rx was analyzed and found only the handle (without the handle cannula) and a part of the working length were returned. Also, a small piece of the sheath was observed attached to the working length. The working length was observed stretched. The customer provided a picture showing only the device handle; the handle cannula, working length, and sheath were not visible because they had detached. Based on all available information, it is not possible to determine whether the handle cannula had any damage or a manufacturing defect that could have affected the basket when trying to release the stone. Because the handle cannula was not returned and these events occurred during the procedure, it is not possible to determine the most probable cause of these issues. For these reasons, these reported events of "handle cannula break" and "basket failure to release stone" will be classified as "cause not established" because the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Also, for the events hospitalization or prolonged hospitalization, cancelled/rescheduled post sedation/sedation unknown and additional device required, they happened during the procedure and the most probable cause of these reported issues cannot be established due to lack of evidence. For this reason, it will be classified as cause not established. On the other hand, the working length was observed stretched. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damage encountered in the device. Additionally, it was reported that: "the sheath and pull wire was cut" indicating that the customer altered and caused the reported codes of "sheath break" and "device customer altered product". For these reasons, these events and the event of "system damaged" will be classified as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. All compiled information on this investigation determines that the most probable cause is "cause not established".